Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a leak in the cylinder caused by a tear. During the procedure a new ipp was implanted. The patient did not experience any adverse events and was said to be doing fine following the procedure.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a leak in the cylinder caused by a tear. During the procedure a new ipp was implanted. The patient did not experience any adverse events and was said to be doing fine following the procedure.